Manufacturer narrative:
(B)(4). The analysis found that one pse60a device was returned in good visual condition and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. An ecr45w cartridge loaded on the device. The cartridge was received unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60 powered IFU. Please note that if the reverse switch does not return the knife to home position the jaws will not open. Ensure that the battery pack is securely installed and the instrument has power and then, try the knife reverse switch again. If the knife does not return, use the manual override. After the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the bailout system and then, the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. The manual override system worked as intended. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button force worked properly during testing. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a roux en y gastric bypass procedure, there was difficulty opening the device. The manual override wouldn't work. After jiggling and working with it for a while, it finally popped open. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.